Event description:
It was reported that the image on the left monitor of the system was bad. It was noted that the problem degraded into raster image on both monitors. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Reseated all display/video circuit boards, replaced image processor and display adapter. Repair was completed on an open in the 6vdc line to the camera to correct a no fluoro condition. The system was tested and found to be working as intended, and placed back into service.